Event description:
It was reported that there is a poor connection. There is no connection with pressure-resistant extension tubes. After exchanging several pressure-resistant extension tubes, there was a combination that could be connected, so contrast was implemented, and there was no leakage

Manufacturer narrative:
This MDR is the result of an investigation finding. Device evaluation: our quality engineer inspected the sample submitted for evaluation. Your report of a poor connection was confirmed, and the cause appeared to be manufacturing related. One 24g insyte autoguard IV catheter was provided for investigation. The IV catheter exhibited evidence of use. The threads on the yellow catheter adapter were damaged, which likely affected the connection with the extension tubing. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.